Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was sprung after the lp pulled back going into tether mode. A different lp was used to complete the procedure. The patient was in stable condition.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was sprung. A different lp was used to complete the procedure. The patient was in stable condition.